Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: a review of the black box showed one unexplained power on reset event. The battery compartment was cracked above the bumper pad. Moisture was observed behind the display lens. No corrosion was found inside the battery compartment. The battery cap was not returned. The test battery cap was able to fit to maintain an electrical connection and was used to complete a 12 hour duration test. No power on reset events were duplicated during this time. The leak test failed with the battery compartment crack. The pump cover was removed and internal moisture was found on the printed circuit board and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked and moisture was present behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.